Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm on the insulin pump. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6), 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 551 mg/dl. Customer treated their high blood glucose via manual syringe and the insulin pump. Customer experienced headaches as a result of high blood glucose levels. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer had no delivery alarm recur 2 nights in a row. Customer advised the no delivery alarm occurred during basal delivery. Customer advised they resolved the issue with a complete set change. Customer declined to return the reservoir and infusion set for analysis. Customer's alarm history showed multiple no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.